Event description:
Customer reported that her insulin pump won't let her press the act button. Customer's blood glucose was 237 mg/dl. Customer also stated there are scratches on the insulin pump. Customer could not recall any significant events leading to the keypad issues. No additional information is provided.

Manufacturer narrative:
The insulin pump had no button response due to a flattened down arrow button dome switch. The insulin pump had normal operating currents. No unexpected failed battery test or battery out limit alarms were noted. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.